Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stopped working while on a patient. Biomed told getinge fse that this hospital is having an internal investigation which may cause a delay in repair services being performed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the reported "pump stopped working" issue. Upon initial inspection the fse found the console to not be sitting in properly all the way in the cart and not allowing the batteries to charge and batteries were depleted with no charge at all. The fse replaced the batteries as per customers request. The fse was not able to find any other issues or technical error in the logs. The fse performed all functional checkout procedures, and the unit has passed all test and calibrations and is now ready for clinical use. The full name of the event site is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stopped working while on a patient. Biomed told getinge fse that this hospital is having an internal investigation which may cause a delay in repair services being performed. No patient harm, serious injury or adverse event was reported.